Event description:
The iab was inserted into the pt on 2/28/97, and the pt was transferred from another facility. The dr had difficulty inserting the iab into the pt and was unable to obtain initial pressures post insertion. The iab was removed on 3/1/97 at 12:00 pm after iab for about 18 hours. Event complications: none from the event -reported 3/16/97. Pt's current status: discharged. Reported 3/16/97.